Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller said patient is not able to go on their own and wanted assistance turning ins off to see if that might help. Caller said patient received implant to help stop going. Caller said about a month ago, patient fell and "shattered their kidney, broke some ribs and lacerated their liver". Caller said patient was in the hospital, in the ICU, for 3 weeks and now in rehab and had a catheter the whole time. Caller said they took the catheter out yesterday and now patient cannot go on their own. Caller said patient has gone a couple times since taking the catheter out. Helped patient successfully connect their external devices to ins and turn it off. Patient will monitor symptoms after making this change. When asked event date, patient stated the device wasn't doing a very good job from date of implant and didn't relieve symptoms at all. Caller said they have called a couple of times and tried turning the stim up a little, but that did not help. Caller said patient will follow up with urologist.